Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that great variations in the percentage of pacing for both the atrium and the ventricle were being seen on the cardiac compass. Device is still in use and no patient complications have been reported as a result of this event.